Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 10:29:29. During night drain cycle two, the patient's ultrafiltration reading was 980ml, indicating the home patient drained 860ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.